Event description:
It was reported that patient had encountered chronic regional pain syndrome occurring in the leg on the side of the neurostimulator (ipg) implant. It was indicated that patient had developed swelling, rubra, hypersensitivity on the ipsilateral entire leg. Had complained of pain at ipg site that resolved when changed from case + additional information received 5 days later indicated that patient started developing pain in december, doctor changed patient from c+ stimulation to bipolar stimulation in december. It was indicated that caller got a call from primary care, two weeks prior to this call, that patient now has all signs of complex regional pain syndrome (crps), with plethora of temperature change, edema. Hcp wanted to find out if it was related to neurostimulator. It was indicated that after changing patient to bilateral settings, patient was seen back in january and reported that pain had resolved but now it has continued on again. Additional information from the healthcare provider stated they had not seen the patient yet. It was noted the patient¿s primary care physician said the patient had some pain at the implantable neurostimulator (ins) site. It was reported the device was functioning normally the last time the healthcare provider saw the patient and no diagnostics had been performed yet and the cause of the issue had not been determined. It was later reported, the patient had pain in their right leg from the implantable neurostimulator (ins) site that bothered them at night in september, 2013. By october, 2013, it was going down to their great toe and was changed from case +, then at their next visit in november they were discouraged at not having any response and had turned it off for the month except for about 7 days. The patient¿s device was turned on again and by december the patient became ¿very tearful with more pain down their entire right leg. The patient had known restless leg syndrome and this was worse and the patient was depressed. It was stated that all of the patient¿s programs were reviewed and increasing the intensity or turning it off didn¿t change the sensation. The patient¿s leg was not tender to the touch at that time and they remained on program 1 and had mild stress incontinence. The patient had their stimulator off from (B)(6) 2013 and then on again until (B)(6) 2014. The patient¿s ins was interrogated on (B)(6) 2014 and their impedance check showed greater than 4000 ohms. It was noted an x-ray was taken of the pelvis that did not show movement of the lead and at the implantable neurostimulator (ins) the electrode anchoring in the unit appeared as expected. The patient was instructed to leave their unit off and their doctor started them on cymbalta and they were feeling less pain and somewhat less swelling. The patient had a small leak of urine only when sneezing but not with coughing and they were not having urgency and frequency. It was reported the patient had right leg pain and right great toe pain. It was stated the patient had notable edema of their entire right leg, color change, and hypersensitivity to touch. It was noted the patient¿s implantable neurostimulator (ins) was removed on (B)(6) 2014 due to high impedance. It was stated there was patient injury. On (B)(6) 2014, the patient had complete relief of pain in their right buttock and leg. The patient still noted some swelling but the pain was gone in 24 hours. It was stated the patient¿s bladder control remained good and they were on cymbalta and having relief of the restless leg and sleeping well. The patient felt their sense of humor an d memory had been restored through sleeping better and they were pleased with this. It was noted the patient¿s sacral and ins explant sites healed well with no tenderness or erythema. It was stated there was no temperature differential noted between the left and right leg and they had trace pitting edema at their shin on both sides.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0715n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The ins was functionally okay.